Event description:
The customer contacted beckman coulter hotline to report the unicel dxc 600i synchron access clinical system had a leaking reagent probe b. The leak was contained to the drip tray. No erroneous results generated. No exposure reported. Customer was wearing gloves and laboratory coat.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse found the cause reagent probe b leak was the hamilton valve. Fse resolved the leak by replacing the hamilton valve. (B)(4).